Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the motor is rotating below normal speed, 620 revolutions per minute (rpm) vs. 750 rpm due to a damaged rotor. The rotor damage may be attributed to the cleaning process allowing water infiltration, exposing and putting the parts in contact with water. Thus the water is causing oxidation, dryness and premature wear on both the internal and external parts because the battery holder also has various rusty parts. The screws of the socket are broken by capsule gear, due to use of excessive force and incorrect movements in the procedure, causing excessive load on the cap and then breaking the screws. The device was repaired and returned to the customer on 9/10/2012. The complaint is indeterminate. Placeholder.

Event description:
Customer reported the motor had fallen apart during a procedure. This is report 1 of 1 for #(B)(4).